Manufacturer narrative:
The date returned to manufacturer was inadvertently missed in the initial report. It has been updated as (B)(6) 2015. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the hand control did not work. Therefore, the reported condition was confirmed. It was determined that the flex circuit was worn out. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the motor device would not work in hand control function. There were no delays to the planned surgical procedure as an identical spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information becomes available a supplemental medwatch would be submitted accordingly.